Event description:
On (B)(6) 2010 product capped due to increased threshold, noise, drop in impedance. (B)(6). (B)(6), md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).